Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displayed an "abnormal energy delivered" message during a patient event. As a result, the wrong defibrillation therapy may have been delivered to the patient, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. There was also an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if necessary.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q8.

Event description:
The customer contacted stryker to report that their device displayed an "abnormal energy delivered" message during a patient event. As a result, the wrong defibrillation therapy may have been delivered to the patient, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. There was also an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if necessary.